Event description:
The customer reported to olympus, the halogen light source was unable to start. The issue was found during preparation for use of a diagnostic bronchoscopy procedure. There was no patient harm, delay, and the patient was not under anesthesia. The procedure was completed using a similar device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found that the transformer was faulty resulting in start-up failure, the internal temperature control fuse was damaged, the bottom plate was deformed and rusty, causing deformation of the pump, the outer cover of the device, rear panel, front panel, and screw were rusty, and the lamp socket was damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause for the defective transformer and thermal fuse cannot be identified. Olympus will continue to monitor field performance for this device.